Manufacturer narrative:
(B)(4). Instradnet USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 10 days after the dental implant was installed in intraoral region #19, it was verified its non osseointegration; 35 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type iii) and bone graft was executed. The implant was carried out immediately. The pt presented infection.